Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and was evaluated. The complaint reported by the customer could only be partially confirmed, however, on inspecting the device, further deficiencies were found to be impairing device function. It was found that o-ring and tissue seal were missing. Also there was intermittent short circuit in the motor cable. The o-ring was replaced during preventive maintenance and the motor cable was replaced. The complaint device was cleaned, repaired and tested for functionality. It can be concluded that the missing o-ring is responsible for the leakage problem reported by the customer. However, given the information provided we cannot discern a definitive root cause for the identified failures. A manufacturing record evaluation was performed for the finished device (serial: (B)(4)) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic surgical procedure, while using the micro tornado handpiece with hand controls, it was noticed that there was leakage from the handpiece. Most probably problems with hermetic. The surgeon continued surgery with another handpiece with no patient consequences but there was a minute surgical delay. During in-house engineering evaluation, it was determined that there was intermittent short circuit in the motor cable on the device. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.